Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the implant on the right side was not working, patient further stated that they were getting an elective replacement indicator (eri) message on their patient programmer (pp) screen for the right side implant. Patient wanted to know the meaning of eri and it was reviewed for them as well as steps for bypassing the information screen. There was no allegation or dissatisfaction with the ins longevity. Patient reported that they were in the hospital because their parkinson was bothering them, patient has a urinary tract infection (uti). Patient mentioned that since their husband passed away, they have been going downhill. Patient indicated that their health care professional (hcp) was aware of the issues they were having. Patient was redirected to follow up with the hcp for next steps. No further patient complications were reported/ anticipated as a result of this event.